Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure occurred. The pod was not worn.

Manufacturer narrative:
The needle protruded past the needle well. Score marks on the top housing indicate that the deformity to the linkage assembly rivet caused interference between the linkage assembly and the top housing. This interference caused by the damaged linkage assembly rivet prevented the complete retraction of the hard cannula. The soft cannula was observed to be punctured. It cannot be determined when this damage occurred.